Event description:
Injury: injection site. Inflammation: (cn 111152) a diabetologist from poland reported that in 9/98 a novofine 30 needle broke off and remained in the pt's body. On the day of the event surgeons tried to remove the needle without success. As of 2/2/99 a rep reported that the needle in question was still in the pt's body and that the pt was experiencing symptoms of a local infection. On 1/30/99 the pt presented with a swollen arm and forearm. The needle in question was removed by a surgeon. No further info concening the pt or the event is known.